Event description:
A falsely elevated ctni result was obtained on the dimension rxl max. Results obtained on the pt were 0.84 ng/ml, 0.06 ng/ml, 0.04 ng/ml. With repeat testing results are 0.07 ng/ml, 0.06 ng/ml, 0.08 ng/ml. The original high result was not reported. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. Analysis of instrument performance resulted in replacement of drain and alignment of probe.